Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported low power was confirmed. The fse replaced the hand tool reflector, restoring console's functionality. The malfunction found could have affected the device performance leading to the event experienced by the customer.

Event description:
It was reported that the console had low energy during the procedure. The procedure was completed with this device. There were no patient complications.

Event description:
It was reported that the console had low energy during the procedure. The procedure was completed with this device. There were no patient complications.